Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number was not provided. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a 25mm aortic valve implanted for an unknown implant duration underwent valve-in-valve procedure due to aortic regurgitation. A 26mm valve was implanted inside the 25mm valve. It was learned the patient expired.

Manufacturer narrative:
H10. Additional manufacturer narrative: UDI number: (B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case was most likely due to patient related factors and the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd.

Event description:
Edwards received information a patient with a 25mm aortic valve implanted for three years, five months, underwent valve-in-valve procedure due to severe symptomatic aortic stenosis and high gradient. Initially a 29mm medtronic transcatheter valve was placed across the bioprosthetic valve but due to difficulty decision was made to quickly convert to sapien valve. The medtronic valve was getting caught on the right strut. A 26mm transcatheter valve was implanted inside the 25mm valve. Roughly three minutes post-deployment there was an acute frop in blood pressure. CPR was immediately performed and was unsuccessful and the patient expired. Death certificate indicated patient died of hemorrhage following procedure for aortic stenosis.

Manufacturer narrative:
Reference CAPA-20-00141.